Event description:
A piece of tampon material that appeared to have ripped off and remained inside me [foreign body in reproductive tract] uncomfortable - vagina [vulvovaginal discomfort] a piece of tampon material that appeared to have ripped off [device breakage]. Case narrative: consumer reported via email that a piece of the tampon ripped off and remained inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.